Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the reporter stated that the patient woke up feeling weak and began vomiting. During this time, his cgm continuously displayed readings of 69¿70 mg/dl, and he did not have a blood glucometer to confirm his blood sugar level. Concerned, his wife called 911. No treatment was given while waiting for emergency medical services (ems). When ems arrived, they measured the patient¿s bg meter which was 358 mg/dl, despite the cgm still showing 69¿70 mg/dl. He received no medication from the paramedics and was transported directly to the emergency room (ER). At the ER, his bg continued to test high (unspecified), and he was diagnosed with dka. He was given oxygen and IV medications and later transferred to the ICU (intensive care unit) for monitoring. No cgm egv, bg readings, or treatment details from the ICU were provided. The patient was discharged on (B)(6) 2026 and was in stable condition. At the time of report, he was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.